Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a crack on the insulin pump and bottom fell of. The customer's blood glucose level was unknown mg/dl. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin will be replaced. No further information was reported.